Event description:
The patient reported that the system replacement in january was due to a catheter fracture. The fracture was diagnosed either (B)(6) 2014. Per the patient the replacement resolved any issues the patient was having from the catheter event. The pump was used to deliver fentanyl and another drug. No patient symptoms or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: catheter. (B)(4).